Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp.(omsc), the subject device could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the service operation repair center, omsc concluded that the reported phenomenon was attributed to the failure of the electrical component (solid state drive) due to the deterioration for the long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the inspection of the subject device, olympus service operation center found the followings; the first error was occurred when the subject device was checked as one of a loaner machine of olympus service operation center. The frequency of occurring was every time it was turned on. Since ssd (solid state drive) was broken, this e117 error code might be appeared. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error code, e117 has occurred at the unspecified timing. There was no patient injury associated with this report. It was not provided other detailed information.